Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in air water channel and c cover burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the c cover burned is cause traced to component failure and additionally the cause of foreign material in air water channel is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.